Event description:
Attempts to advance a coronary stent with delivery system to the target lesion site in the pt's circumflex artery were unsuccessful due to proximal vessel tortuosity. Upon withdrawal of the sds, the sheath was observed to be retracted and the stent was missing. The location of the stent is unk. No attempts were made to retrieve the embolized stent. Subsequently, balloon angioplasty was performed and there were clinical sequelae reported relative to this event.